Event description:
Nurse spiked the new bag of interlipids to do daily fluid change. She filled the drip chamber and was unable to prime tubing below the chamber. Upon inspection, the tubing was not patent. It was occluded right below the drip chamber.